Manufacturer narrative:
H3,h6: a medtronic representative went to the site to test the equipment. Testing revealed that the system would not charge or make x-ray due to missing charge signal. No output from power tray to charging enclosure. Replaced power tray. All testing passed. B01,c0201,d14 codes are applicable. H3,h6: the power tray was returned to the manufacturer for analysis. Analysis found that confirmed reported complaint, " ias power issue." Visual inspections shown that the synqor was electrically over stressed. Unable to bench test due to over stressed component. B01,c0201,d14 codes are applicable. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000861r, serial/lot #: (B)(6). Rev. 5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the mobile viewing station (mvs) had power but the imaging acquisition system (ias) was not receiving power. There was no patient present.